Manufacturer narrative:
The report received from the field states that the angioguard was caught on the precise stent when it was being removed from the vessel. The mesh on the angioguard was pushed back. The patient is a (B)(6) male. The target lesion location was the internal carotid artery. The vessel was described as calcified. One precise stent was placed in the lesion and post-dilated. There was good wall apposition with the stent. There was no difficulty advancing the capture sheath. The capture sheath was advanced until the marker band lined up with the proximal filter marker band. The filter basket collapsed correctly into the capture sheath as evidenced by a reduction in the filter basket diameter shown by the radiopaque strut markers. When the filter basket became snagged during removal, the stent stayed in the correct position in the vessel. The vessel was successfully treated. There was no reported patient injury and the angioguard was removed successfully. One non-sterile angioguard rx was received coiled in a plastic bag (only delivery wire/filter basket and capture sheath were received), the delivery wire was found bent at 61.5cm from proximal end, capture sheath presented residues of dried blood, no other anomalies were found. Filter basket and coil tip were observed and the filter basket membrane was found wrinkled and ripped, coil tip presented no damage. Analysis was performed without any issues; filter basket was captured on capture sheath then it was removed from the guiding catheter and no anomalies were noted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'filter basket damaged-in patient' was confirmed; during microscopic inspection the filter basket membrane was found damaged (wrinkled and ripped). The failure reported by the customer as 'capture system withdrawal difficulty-snagged/caught on stent' was not confirmed, the product was tested and no anomalies were noted during functional analysis, the capture system was removed without problems. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that external factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Event description:
The report received from the field states that the angioguard was caught on a precise stent when it was being removed from the vessel. The mesh on the angioguard was pushed back. The patient is a (B)(6) male. The target lesion location was the internal carotid artery (side unknown). The vessel was described as calcified. One precise stent was placed in the lesion and post-dilated. There was good wall apposition with the stent. There was no difficulty advancing the capture sheath. The capture sheath was advanced until the marker band lined up with the proximal filter marker band. The filter basket collapsed correctly into the capture sheath as evidenced by a reduction in the filter basket diameter shown by the radiopaque strut markers. When the filter basket became snagged during removal, the stent stayed in the correct position in the vessel. The vessel was successfully treated. The patient was not hurt and the angioguard was removed successfully.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.